Manufacturer narrative:
Only a fragment of the device has been returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had been experiencing pain post patellofemoral joint replacement and a knee arthroscopy was performed by the surgeon; a fragment of the patella was removed during this procedure.